Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occur from battery degradation. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle of powered stapler would not charge and turn on. The sales representative rebooted the handle and tried multiple chargers, however the issue was not resolved. There was no patient involvement.